Event description:
It was initially reported on (B)(6) 2015 that the patient hadn't received bowel relief since implant. The patient spoke with her doctor and he recommended that the patient try a different program. The patient was in program #4 at 3.35. Patient services helped the patient switch to program #1 at 3.20. The patient has vaginal stim. Sensation. The patient stated the interstim is suppose to move her muscle over to stop her bowel incontinence. The patient was to monitor symptoms and adjust stim. It was later reported on (B)(6) 2015 that the patient's hcp (healthcare provider) wanted her to turn therapy off for 2 weeks to document symptoms. While stimulation was turned off, the following occurred: the patient turned stim off today ((B)(6) 2015) and still felt fluttering in leg/foot (left side) patient services reviewed potential for residual stim. The patient noted an overstimulation sensation. The patient attempted to switch from program 4 to 1 with stim on. The patient reported feeling immediate cramping in vagina, leg, and foot. This was uncontrollable cramping. The patient went from program 4 at 3-point-something to program 1 and had to lower to 2.0v. The patient would like to make a note to people to turn stim off before changing programs. Event date was noted as 2 weeks ago on tuesday. The patient said patient services agent was aware of the cramping sensation during the patient's earlier call. The patient noted never having therapeutic effect. Bowel symptoms had not improved since implant. Pre-existing conditions were noted-- slight restless leg in right side, sciatica issues. Implant, when hcp changed lead from right side to left side the patient requested to just put the permanent implantable neurostimulator (ins) in at that time. The patient never had a trial on left side. At ins implant the restless leg sensation did not go away, but was better, and was present equally on both sides so it "evened out" . Program 4 had been the best setting for legs but none have helped poop. It was noted that 35 years ago when the patient had her daughter a muscle was cut that impacted the patient's bowel. The patient had not noticed a change in these symptoms since implant. The patient reviewed the only change was from what she was eating. The patient noted eating less vegetables to make poop more binding. The patient has a family history of diabetes and was in the pre-diabetic zone so she lowered carbs and was no longer in that zone but she was eating carbs again to bind poop and worries about returning to that zone. The patient was redirected to their hcp. The patient asked if she should call hcp or the manufacturer to change programs. Patient services reviewed patient services role and reviewed to discuss that with hcp. The patient said hcp says to call either. It was later reported that the patient still was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient indicated that they had the interstim since their muscle had moved over after they had their daughter, and the device was to help the muscle close up in that area. It was mentioned that it still didn't seem to help their muscle, so the healthcare provider injected some "filler that people use in their faces" on four sides of the area, and that made it swell up inside of them. The patient stated that it was annoying the first two days because they were constipated, but then they later they could go to the bathroom better. They felt like the injection was more effective than the interstim.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0lh5s, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had had ins turned off for about a month now because her left leg was buzzing so much and ins wasn't really helping the patient either. Under direction from the doctor, she had turned ins off for about month and it seemed to be actually a little better with it off. Once they turned implant off a month ago, it took 3 days for the buzzing to stop. Patient services asked how long was the patient having the issues with left leg buzzing and implant not helping and the patient responded with "before that everything seemed to buzz and go up into my leg and groin, every time I would lean forward the back of me would buzz." Patient services asked again how long has all of this been going on for and the patient responded with, "how long I have had it on for?" Patient services reviewed no, how long has the patient been experiencing the symptoms she is mentioning in today's call and the patient stated the whole time it was on. Patient services asked would the patient state since implant and the patient responded with at implant. The patient had ins implanted on right side, but it was driving her right leg crazy, so two weeks later they placed ins on left side." Patient service finally confirmed that issues mentioned in call had been ongoing since implant constantly. They had been changing the programs and "it has been doing different things." The patient just spoke to her managing hcp today and he tried to walk the patient through turning on and increasing stim to 3.50 because the patient wasn't feeling stim. The patient stated the programmer wasn't showing the "right stuff." So hcp told the patient to contact patient services for assistance and he would follow up with the patient on thursday. Patient services walked the patient through synching with ins. The patient was on program 2 with stim set at 3.45. There was no lightning bolt apparent in ins icon. Patient services reviewed stim was off and that is most likely why the patient was not able to increase stim with hcp earlier on phone. Pss walked pt through turning stim back on and pt states she can feel it "buzzing." The patient stated her "left tush is buzzing like crazy." The patient stated she would like to decrease stim now because her "left tush is buzzing like crazy." When she was on program 1, she had to decrease to 2.40 before she stopped feeling that "crazy buzz." Patient services walked the patient through decreasing stim to 2.95 and the patient stated that felt better. The patient could feel a tiny bit of buzzing in her "tush" and groin. By end of call, the patient was stating that she had stim set at 2.90.